Manufacturer narrative:
Updated incident description, initial reporter and event problem and evaluation codes. The investigation previously reported made reference to complications related to metal on metal devices, please disregard the previous evaluation.

Event description:
Allegedly, patient is suffering from mom complications to include: acetabular cup loose, elevated ion levels, impaired gait and failure of bony ingrowth. Additional information received from litigation on (B)(6) 2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date. (Left).

Event description:
Allegedly, patient is suffering from mom complications. (Left). Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the explant date.